Manufacturer narrative:
A definitive root cause could not be determined. The provided pictures showed a defective planar winding printed circuit board. The field service representative replaced the power supply main.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
While switching on their integra 400 plus analyzer, the customer alleged there was smoke coming out of the instrument from the left backside. A fire alarm in the laboratory was triggered by this event. The customer immediately switched off the analyzer and disconnected it from the power. No personal injury occurred and there were no adverse events.